Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow keypad button required multiple presses to engage and the contrast button was completely unresponsive, which has no effect on insulin delivery function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad is intact. The contrast button is unresponsive. The up, down and ok buttons were intermittently unresponsive and difficult to press. Removed keypad to inspect under contacts, contamination found under all keypad contacts. The battery cap not returned with the pump, a test cap used to perform investigation. The display is dim/faded (pink). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.